Manufacturer narrative:
It was reported that the bulb irrigation syringe is breaking "in the middle and are unable to suction fluids." To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. No sample was returned for evaluation. The reported problem/issue could not be confirmed and a root cause was unable to be determined. Due to the reported problem/issue, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the bulb irrigation syringe is breaking.